Event description:
Device 1 of 3. Reference MFR report # 1627487-2013-00230 and 1627487-2013-00231. It was reported the patient's (B)(6) scs system was explanted due to effective pain relief. The physician does not believe this issue stems from device malfunction. The explanted devices were discarded and therefore will not be returned to the MFR.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.